Event description:
The catheter broke near the oval disk.

Manufacturer narrative:
We received one used unit and was sent for decontamination. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Attempts are being made to get additional information.